Event description:
It was reported that the device had failed in the clamp calibration test. The device keeps failing the clamp calibration test where they use the spring-loaded calibration tool, the clamp is supposed to adjust itself and push with a certain pressure. They have changed the motor for the clamp and the pcb that controls it but that doesn't pass even they tried two or 3 different test kits to make sure they were adjusted properly. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.